Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. B)(4).

Event description:
It was reported the patient was found to have vegetation present on the tricuspid valve. The device system was removed to clear the vegetation. It was further reported that during implant of a pacing lead, the surgeon was unable to pass a stylet through the lead. The lead was removed. A second lead was attempted and the same stylet issue occurred. A second physician came in to assist on the procedure and after taking a different access point, had no trouble passing the stylets through the lumen of the leads. It was commented that it appeared to be more of an anatomical position and access point issue than lead issue. The leads were not implanted and a third lead was successfully implanted. No further patient complications have been reported as a result of this event.